Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a bilateral myringotomy with adenoidectomy, the werewolf controller had a defect in the sheath and the patient suffered a superficial mucosal abrasion. The patient was treated with bacitracin in the or suite. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: corrected information in b5.

Event description:
It was reported that during a bilateral myringotomy with adenoidectomy, the werewolf controller had a defect in the sheath and the patient suffered a superficial mucosal abrasion. The patient was treated with bacitracin in the or suite. The procedure was completed with a s+n back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the lid is cracked, and no arc/burn damage on the device. There is no type of sheath on a werewolf controller. A functional evaluation was performed on the returned device and found no issues. The unit had proper output voltage and did not show any signs of overheating/sparking. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states a controller and a wand were returned for evaluation and results note that the coblation wand had shaft damaged from heavy tool markings. An area of the shaft was ripped off exposing the internal metal, the device was not melted; and the damaged was from a tool or other object. There is a definitive clinical root cause. Based solely on the results of the product evaluation from the wand the root cause of the reported issue was the result of a user technique vs procedural variance. It was noted that the device was not melted, and the damage is from heavy tool markings. The patient impact is determined to be the reported first-degree burn on the inside of the mouth/ lip and the 30-minute surgical extension. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include damage from heavy tool markings. Based on this investigation, the need for corrective action is not indicated.